Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to severe hyperglycemia and ketoacidosis. Blood glucose (bg) value and cause were not provided. The customer used the pump to deliver correction boluses and changed the infusion set to attempt to lower the high bg; however, bg values remained elevated resulting in a hospitalization. Customer alleged that the suspected cause was related to the pump; however, a review of the pump history showed no issues with the pump and no interruption in insulin therapy. No additional information was provided, including the treatment received while hospitalized. The customer reverted to an alternate method of insulin therapy after release from the hospital.